Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug assembly and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The customer reported a sensor related error message. Attempted to replicate the reported issue using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device in use with unknown android, os 13, app version 2.8.4.9335 and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, seizure and was unable to self-treat. The paramedics were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of intravenous (unspecified) fluid for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device in use with unknown android, os 13, app version 2.8.4.9335 and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, seizure and was unable to self-treat. The paramedics were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of intravenous (unspecified) fluid for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, seizure and was unable to self-treat. The paramedics were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of intravenous (unspecified) fluid for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.